Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was reported as being high (420 mg/dl). The customer changed the supplies on the pump and delivered a bolus to address the bg level. Tandem technical support was unable to troubleshoot the past occlusions. A system check using the current supplies was performed and the occlusion was found to be with in the cartridge and the insulin appeared to be gel-like. Reportedly, the humalog insulin had been used in the cartridge for 3 days.